Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The hemostatic valve was separated from the sheath. When removing the dilator from the vizigo sheath the hemostatic valve separated from the sheath. The sheath was replaced and the procedure was continued and subsequently completed. No patient consequences were reported. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
On (B)(6) 2022, bwi received additional information regarding the event. The hemostatic valve popped off. The hemostatic valve itself did not break it just came apart from the sheath. It did detach from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body that the bwi company representative was aware of. This issue did not require percutaneous or surgical removal. Blood did come out, however, it was a small amount and was caught right away. No medical intervention was required to stop the bleeding, the doctor just put his finger on the back of a sheath. Furthermore, the product investigation was completed. Device evaluation details: visual analysis revealed that the hemostatic valve was not found inside the device. The hemostatic valve detachment could be related to the dilator wrongly introduced; however, this could not be conclusively determined. A device history record evaluation was performed for the finished device [00001894] number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).